Event description:
Device appears to be under/oversensing on atrial lead. At device classified termination of events, arrhythmia appears to continue due to possible atrial under-sensing. Device appears to be undersensing on atrial lead and appears to result in inappropriate atrial pacing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).